Event description:
The product was received for analysis, which is pending but has not been completed to-date.

Event description:
Analysis was completed on the returned tablet. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
Follow-up to the company representative revealed the equipment was working.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's tablet was failing to interrogate a company representative's demo aspire generator. The company representative stated it happens "immediately". The company representative replaced the battery in the physician's programming wand and verified the test light stayed on for 25 seconds. The company representative verified that his programming equipment was able to interrogate the demo generator. The company representative performed troubleshooting by using his own wand and serial cable with the physician's tablet, but the issue persisted. The product has not been received for analysis to-date. Additional relevant information has not been received to-date.